Manufacturer narrative:
(B)(4). (B)(6). Literature article: moon, r.c., teixeira, a.f., jawad, m.a. Treatment of weight regain following roux-en-y gastric bypass: revision of pouch, creation of new gastrojejunostomy and placement of proximal pericardial patch ring. Obesity surgery 24 (6) (pp 829-834), (B)(6) 2014 should additional relevant information become available, a supplemental report will be submitted. - attachment: [literature article.pdf]

Event description:
It was reported that a patient experienced abdominal pain and a perforated ulcer coincident with a roux-en-y gastric bypass surgery in which vascu-guard was used. The patient was readmitted to the hospital four days post-surgery for abdominal pain and required reoperation for repair of perforated ulcer and removal of vascu-guard patch. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred sometime between december 2009 and april 2013. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.